Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of unknown stoma site complication. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. A stoma site complication is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient was seen in the emergency department for "severe pain at the level of stomach and at the site of the tube insertion". The patient was sent to operating room to remove and replace device. The physician had difficulty replacing the "gastro-jejunal tube" and placed a simple gastric tube in the stoma site to prevent closure. The patient has been admitted and is being treated with unknown intravenous antibiotic(s). The device was discarded.